Event description:
It was reported that the right ventricular (rv) had high, out of range shock impedances of greater than 125 ohms. Later, when performing defibrillation threshold (dft) testing, a shock was not delivered when required and a fault code appeared describing an open circuit. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.